Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed, but during preparation, the grippers did not drop evenly. Troubleshooting was performed, but the grippers remained uneven. Therefore, the clip delivery system (cds) was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.